Event description:
It was reported that the patient had a recent cardioversion with the implantable cardioverter defibrillator (ICD) reverting to reset values. It was indicated the ICD was turned off per the patient request. The device settings were reviewed to determine if the ICD had been cleared of alerts after the device reset. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).